Manufacturer narrative:
Report already submitted on the same issue and device. Will cancel this event, reference report 2124215-2010-02686

Event description:
Boston scientific received information that intermittent out of range pacing impedances were noted on this right ventricular (rv) lead associated with this implantable cardioverter defibrillator (ICD). At this time no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this event will be updated.